Manufacturer narrative:
Unable to prime during prime/compromised force sensor system test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Device received with minor scratched display window. Device received cracked case at display window corner. Device received with broken battery tube threads. Device received with cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device alarmed a motor error alarm during bolus. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.